Manufacturer narrative:
Date of event: exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient's ipg had difficulty communicating to the remote control (rc). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.